Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 515, 307, 233, 269 and 246 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.